Event description:
The patient had pain at the implantable neurostimulator (ins) site. They felt as if their ins had moved so that it was more on their side. The patient¿s friend/family member was not sure if the ins had moved or not. The patient¿s friend/family member was looking for a new healthcare provider for the patient. The patient was implanted for urinary dysfunction/sacral nerve stim.

Event description:
Additional information from the consumer reported the patient was seen at a healthcare providers (hcp) office and the stimulation is working fine. When asked if there had been an issue with pain at the pocket area, the consumer said "no" and that was a misunderstanding, everything was fine. The consumer mentioned that the patient also has a pacemaker device and a pain stimulator and they are working fine, too.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.